Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was to address a controller issue. Pt stated over the weekend on friday they went to charge the controller from the ac power supply, so that they could charge their ins. Pt stated that software problem appeared on the controller screen. Pt stated that the software problem message is no longer on the screen, and for the last 15m, the controller has been making a clicking noise. Pt confirmed the rtm isn't connected, and the clicking noise is coming from the controller. Had the pt remove the li-battery pack and the pt reported the battery pack case split in two and got stuck inside of the controller compartment. Pt noted they could see the green and yellow internal wires inside of the li-battery pack, as well as the "motherboard" of the battery pack. Pss asked, but the pt stated they were unable to provide the sn of the controller since the battery pack was stuck inside of the compartment. Due to this, pss was unable to power the controller on to get the software version number for the controller. An email was sent to the repair department to replace the device.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# nlh068322n product type accessory product ID 97745 product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6) ; product ID: 97745. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.